Event description:
It was reported to philips that the device required diagnostics. While servicing the device the philips field service engineer (fse) discovered the battery was missing and as a result the device was inoperable. Upon further follow up with the customer it was determined the battery had experienced an unspecified failure. It was also noted that the battery had expired. There was no reported patient involvement/adverse patient impact.